Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead tip broke off after the physician attempted to remove this lead during device upgrade. However, this lead got stuck, dislodged in the superior vena cava and eventually ended up in the patient¿s right renal veins. This lead was explanted but unable to retrieve the lead tip. No additional adverse patient effects were reported.